Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite extension set had a missing component. The following information was provided by the initial reporter: packaged filter did not have end piece attached to it upon opening product.

Manufacturer narrative:
It was reported by customer that packaged filter did not have end piece attached to it upon opening product. One sample was received for quality evaluation. Visual inspection of the sample shows that the sample is missing the distal end of the assembly. The assembly has a y-site smartsite at its distal end. The customer complaint of misassembly was confirmed. The investigation was forwarded to the manufacturing location to determine the root cause of the issue. The investigation was forwarded to the manufacturing location to determine the root cause of the issue. After investigation, the potential root cause of misassembly could be related to not following the assembly instructions or material accumulated by the assembler. A quality alert was generated to communicate the complaint and reinforce proper adherence to assembly instructions and prevent material accumulation. A device history record review for model 20027e lot number 24099353 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.